Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice went into backup code a.~~~~

Manufacturer narrative:
H6 - final analysis found the device in back-up code and no output was observed due to a non-functioning integrated circuit.